Event description:
The customer received blood glucose readings of hi and 576mg/dl on the contour next ez meter, re-tested on a different meter and the reading was156mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.